Event description:
One month post op follow-up appointment the incisions had healed properly but the pt reportedly had tripped over a curb in may 2004. The incision on the 2nd toe opened and pt noticed a plantar flexion of their toe.